Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit alarms "xdcr fault" with irregular ventilation. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire complaint # (B)(4). Vyaire medical's failure analysis lab was able to confirm the reported complaint through the events log but the issue was not duplicated during the functional check. The vela main pcba will be scrapped as per 1501-089-000-swi failure investigation.